Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
D6b explant date was added.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 72-year-old female patient with a past medical history of renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage b shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci). During the procedure, it was noted that the patient had a small hematoma after the peel-away was removed. Manual pressure was applied. There was also a slight ooze to the access site after the patient moved and vomited. Forward suturing was utilized. The activated clotting time (act) was 297. The impella functioned at p-7 at 2.6l/min with no issues. The post-procedure outcome is unknown. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Investigation summary: hematoma/minor bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.